Event description:
It was reported that the patient passed away due air embolism intraoperatively. The death was on device; it was non device related. The outcome was not considered device or therapy related. It was unknown if an autopsy was performed. The device was not explanted. The patient had a complicated perioperative course with sudden post-bypass pulmonary hypertension (phtn) and right ventricular (rv) failure from possible air embolism, ventricular tachycardia (vt) requiring cardiac massage & shocks, profound vasoplegia, and delayed chest closure (B)(6) 2025. Post-op with acute right occipital lobe infarct and status epilepticus requiring multiple automated external defibrillator (aeds). Yesterday, during computed tomography (CT) scan and then had fast atrial fibrillation with hypotension. The patient was discharged cardioverted multiple times and started on amiodarone infusion and bolus. Later was again cardioverted when back in the intensive care unit (ICU) and stayed in sinus but with increased pressors requirements overnight. On two echocardiograms, rv dilation and akinesis and empty left ventricular (lv), heartmate 3 speed was adjusted, however, patient had developed rv failure due to atrial fibrillation. At this time, the only strategy to rescue the patient was to place a right ventricular assist device (rvad) (protek duo). Family meeting was held to discuss uncertain prognosis in terms of recovery from the brain injury sustained during the surgery. All questions were answered. After much discussion, the family decided not to escalate support at this time in view of the compromised neurologic status. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Additional health effect - clinical codes: 4418 - ischemia stroke. 1914 - low blood pressure/ hypotension. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, right heart failure, cardiac arrhythmia, stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists arrythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.